Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the physician was not able to detach the implant coil despite three attempts with the instant detacher. The physician also attempted to detach the implant coil with the manual method (an alternative detachment method presented in the instructions for use), but without success. Another coil was implanted in the patient without issues. No patient injury was reported as a result of the procedure.